Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The pt claimed that his pump self-rebooted 3 times tonight. The battery cap was reportedly tight and was changed 2-3 months ago. The pt tried replacing the battery with both lithium and alkaline batteries but the pump would not power on. He also reported that tonight as well as another night, the pump was making a high pitch sound like a fire alarm and then stops. It was noted that the animas customer service representative heard the sound while on the phone with the pt. The pt did not see any cracks on the pump or damage to the battery cap. A replacement pump was sent to the pt. There was no adverse event associated with this complaint.